Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a 34-year-old female patient who had essure (batch no. 50707096) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included bartholin's cyst and hemorrhoids. Concurrent conditions included rectocele, gastroesophageal reflux disease, esophagitis, chronic maxillary sinusitis, chronic rhinitis and uterine fibroid. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 1 month 18 days after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and back pain ("back aches"). On (B)(6) 2014, the patient experienced pollakiuria ("constant urination") and stress urinary incontinence ("stress urinary incontinence"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pain in extremity ("legs pain") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, pollakiuria, stress urinary incontinence, dysmenorrhoea and dyspareunia outcome was unknown and the back pain, pain in extremity and abdominal pain upper was resolving. The reporter considered abdominal pain upper, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pain in extremity, pelvic pain, pollakiuria, stress urinary incontinence and vaginal haemorrhage to be related to essure. The reporter commented: visible coils : 3 on right tubal ostium, 4 on left tubal ostium. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Pregnancy test urine - on an unknown date: negative . Most recent follow-up information incorporated above includes: on 18-jun-2018: plaintiff fact sheet and medical records received. New reporters added. Patient demographic information and patient relevant history added. Indication (permanent birth control by bilateral occlusion of the fallopian tubes) added. Lot number (50707076) added. Events abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), constant urination, stress urinary incontinence, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), back aches, legs pain and stomach pain added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a 34-year-old female patient who had essure (batch no. 50707096) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included bartholin's cyst and hemorrhoids. Concurrent conditions included rectocele, gastroesophageal reflux disease, esophagitis, chronic maxillary sinusitis, chronic rhinitis and uterine fibroid. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 1 month 18 days after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and back pain ("back aches"). On (B)(6) 2014, the patient experienced pollakiuria ("constant urination") and stress urinary incontinence ("stress urinary incontinence"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pain in extremity ("legs pain") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, pollakiuria, stress urinary incontinence, dysmenorrhoea and dyspareunia outcome was unknown and the back pain, pain in extremity and abdominal pain upper was resolving. The reporter considered abdominal pain upper, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pain in extremity, pelvic pain, pollakiuria, stress urinary incontinence and vaginal haemorrhage to be related to essure. The reporter commented: visible coils: 3 on right tubal ostium, 4 on left tubal ostium. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Pregnancy test urine - on an unknown date: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-aug-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / left and right side pain") and genital haemorrhage ("abnormal bleeding") in a 34-year-old female patient who had essure (batch no. 50707096) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included bartholin's cyst and hemorrhoids. Concurrent conditions included rectocele, gastroesophageal reflux disease, esophagitis, chronic maxillary sinusitis, chronic rhinitis and uterine fibroid. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back aches") and discomfort ("discomfort"), 1 month 18 days after insertion of essure. On (B)(6) 2014, the patient experienced pollakiuria ("constant urination") and stress urinary incontinence ("stress urinary incontinence"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), pain in extremity ("legs pain") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, pollakiuria, stress urinary incontinence, dysmenorrhoea, dyspareunia and discomfort outcome was unknown and the back pain, pain in extremity and abdominal pain upper was resolving. The reporter considered abdominal pain upper, back pain, discomfort, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pain in extremity, pelvic pain, pollakiuria, stress urinary incontinence and vaginal haemorrhage to be related to essure. The reporter commented: visible coils : 3 on right tubal ostium, 4 on left tubal ostium diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion. Pregnancy test urine - on an unknown date: results: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-may-2019: pfs received. Reporters information updated. Event: discomfort were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.